Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer generated an error, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose and the system fan was noisy. Concomitant medical products: product ID 2067l, radiofrequency head. (B)(4).

Event description:
It was reported that during an attempted software load the programmer generated an error. The service diskette was run but the situation did not resolve. The programmer was sent in for service. It was analyzed and tested out of specification. There was no patient involvement.